Event description:
A caller reported an issue with a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide, and the caller was assisted through the reset process. After the reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.